Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2011 (at 9am) she obtained blood glucose results of "173, 163, 153, and 146mg/dl" with the subject meter. According to the csr's documentation, the patient did not obtain the blood samples from an approved site (per owner's booklet recommendation); it is not specified what site the patient was using and it is not known for how long the patient was using the unapproved sample site. The patient's testing frequency is not specified, the patient's blood glucose range is not known, and the patient's diabetes regimen is unclear. At the same time of the alleged issue, the patient reportedly obtained a blood glucose result of "390mg/dl" with her niece's meter and then administered 5 units of novolog insulin as treatment. It is not known if the patient administered treatment based on the result she obtained with the subject meter or with the other device. According to the csr's documentation, an unknown time later the patient reportedly developed symptoms of lightheadedness and blurry vision. It is unclear how long the patient's symptoms continued on for, it is not known if the patient attempted to treat her symptoms, and it is not specified when the patient's symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although it is not known if the patient administered treatment based on a reading she obtained with the subject meter or with the other device, the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.